Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation we could not identify the foreign material. We could not specify root cause of the foreign material remaining in the subject device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: we confirmed that the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ olympus will continue to monitor the field performance for this device.